Event description:
It was reported that a vns patient had "rejection of the generator," and that the generator was just under the skin. Additional information revealed that the generator rejection began two months after vns implant. There was the appearance of erythema at the lower part of the generator with some itching. Three months after the implant, there was a break of the skin in the area. The dermatologist believed that the patient may have experienced an allergy to a component of the generator. The vns device was subsequently explanted. Good faith attempts to obtain additional information have been unsuccessful to date.